Event description:
The physician attempted to inflate one nc sprinter balloon at a moderately calcified lesion but the balloon ruptured. The lesion was treated with another nc sprinter and resolute integrity stent was successfully deployed. No health hazard was occurred to the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause could not be determined). Evaluation conclusions: unknown - (root cause could not be determined). (B)(4).